Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The device will not be returned for evaluation, and a definitive root cause analysis cannot be completed.

Event description:
A 46-year-old male was supported with an impella cp (sn (B)(6)) for the indication of acute myocardial infarction with cardiogenic shock. The patient¿s clinical condition prior to support was consistent with scai stage e. The patient experienced a stroke confirmed by CT (computed tomography). The provider stated that the device was subsequently removed due to the discovery of a left ventricular thrombus on echocardiogram. Based on the available information, the reported stroke and discovery of a left ventricular thrombus occurred while the patient was critically ill with multiorgan support and remained in scai stage e cardiogenic shock. Thrombus formation is a known potential complication in patients with severe ventricular dysfunction and complex clinical status. The decision to remove the impella cp was made due to clinical findings rather than a performance failure. The device will not be returned for evaluation, and a definitive root cause analysis cannot be completed.

Manufacturer narrative:
Thrombosis/stroke/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.